Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and has not gotten an alarm. Blood glucose level started at 5 mmol/l and has been going up down from 20 to 29 mmol/l. Customer was assisted completing the prime/rewind process. Customer declined troubleshooting for high blood glucose as they will use a pen to treat. The insulin pump was not replaced or returned for analysis.